Manufacturer narrative:
: E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had poor image quality (noise). There was no report of patient harm.

Event description:
It was reported, the camera head had poor image quality (noise). There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. The complaint was confirmed. And determined that it is likely, the event occurred, due to the camera cable unit had malfunctioned. Resulting in the inability to communicate properly and possibly causing the image noise you indicated. However, there was no evidence of significant damage to the camera cable. And we could not determine, what caused the camera cable unit to malfunction. Olympus will continue to monitor field performance for this device.